Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded. No blood was visible on the catheter. The pressure tubing, one way valve and sheath were also returned. Three kinks were found on the catheter tubing approximately 70.4cm, 74.0cm and 76.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. Evaluation of the device did not confirm the reported event. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the reported event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter could not be filled and would not inflate. The iab was removed and re-inserted, but it was still unsuccessful. The iab was then replaced and it worked successfully. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). Correction: changed from: "known inherent risk of procedure to: "unable to confirm complaint".

Event description:
It was reported that the intra-aortic balloon (iab) catheter could not be filled and would not inflate. The iab was removed and re-inserted, but it was still unsuccessful. The iab was then replaced and it worked successfully. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted . (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter could not be filled and would not inflate. The iab was removed and re-inserted, but it was still unsuccessful. The iab was then replaced and it worked successfully. There was no injury or harm to the patient.